Manufacturer narrative:
Updated information received indicates there is no alleged event against zimmer devices.

Event description:
It is reported that the patient was revised due to an unknown reason.

Manufacturer narrative:
No device's or photos were received; therefore, the condition of the components is unknown. The device history records could not be reviewed as the part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided.